Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The received implant for this complaint is not a dentsply sirona product. Since this is a competitor product we have no responsibility to the product. Device received for this event is being corrected from ank c/x impl a11/d3.5/l11 catalog # 17-0544 to competitor unknown product implants catalog # unknown. The received implant for this complaint is not a dentsply sirona product; we have no responsibility to the product.